Event description:
It was reported that pump battery depleted too quickly but did not cause pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer declined additional troubleshooting, stated pump was old and needed replacement, and no further technical support action was required.